Event description:
It was reported the patient is experiencing ineffective stimulation due to a damaged lead. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 drg leads, 90cm length; however, it is unknown which drg lead, 90cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 90cm length, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7119078. Common device name: drg lead, 90cm length, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7119078. Common device name: drg lead, 90cm length, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7119078.